Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Review of the image indicated the fuel gauge current was normal. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted after reaching eri prematurely. The patient tolerated the procedure well and monitoring will continue.